Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735849, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the cable was replaced. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned usb port has a loose connection on the back side. A continuity test revealed an intermittent open at pin 4. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site's 3.0 usb port intermittently will not read usbs, but the other usb ports function fine. The port also feels loose. No patient was present at the time of the event.